Event description:
Caller states patient tested 6.7 inr on the coaguchek xs system while a comparison lab returned as 4.6 inr. No actions taken based on device result. No adverse event reported. Requested return of suspect system however caller will not be returning the test strips; replacement was sent.

Manufacturer narrative:
Will not be returned to manufacturer.